Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they were hospitalized due to hypoglycemia and hypothermia on (B)(6) 2019 with blood glucose of 35 mg/dl. Customer treated with intravenous fluid and glucose tablet. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer not alleging that the insulin pump over delivering. Customer mentioned elevated blood glucose due to air bubbles and insertion issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. The formatted history file lists data from (B)(6)19 to (B)(6)19. Unable to verify bolus anomaly on (a bolus was programmed but the customer does not remember setting the bolus. Time frame of the event: (B)(6)2019.) Device was monitored for 2 days. No unexpected bolus delivery anomaly noted. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were recorded in the bolus history screen. No bolus anomaly or history anomaly noted during testing. The test reservoir volume matches the units remaining in the status screen. Device had minor scratched display window (B)(4).